Manufacturer narrative:
(B)(4). This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture threshold and loss of capture (loc) due to dislodgement one day after implant. Subsequently, the patient underwent a surgical intervention to reposition the lead. The rv lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.